Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 7, 2025, the user reported that the system showed results different from glucometer measurements. The sensor was received for further investigation. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the damaged hydrogel over the optics, while the short end channels showed no malfunction. Review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab, such as in the in vivo state of the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 05 oct 2025. G3. Date received by the manufacturer? 05 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.